Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was not reproduced on inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope was used to remove fish bones. The fish bone was successfully removed, but retrieval confirmation was not possible, there is a possibility that fish bone remains within the scope forceps channel. There were no reports of patient harm.